Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over. A technical support specialist (tss) accessed the application server and found the external inbound processors service stopped and unable to start due to missing files. Then the external inbound processors service was restored after the missing files were replaced and the settings was corrected to point to the prod database. Further the message processing resumed normally, and the system functioned as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user stated that patient information was not crossing over. The customer also mentioned that the issue affected multiple devices and patients. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.